Event description:
A consumer reported the last time the implantable neurostimulator (ins) was replaced the consumer got an infection and had to have shots. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.